Event description:
Customer stated that instrument reported false negative blood result on bloody patient sample. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have tested bloody patient sample on the instrument. As per the clinitek atlas IFU states(bolded) "urine specimens that are visibly mucoid or bloody should not be analyzed." Siemens field service engineer (fse) inspected the instrument and found out that the probe had a slight bend in it and urine sprayed on the inside of the atlas which could have landed on the reagent pad. Customer replaced pipette and waste tubing. Customer is confident that it was not an instrument issue but due to the bent reagent probe tip. Issue was resolved by the customer. Instrument is operational.